Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed through clinical review of the x-ray provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x- ray confirms periprosthetic femoral fracture; need operative reports, clinical and past medical history and serial x-rays. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history and serial x-rays. Are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a femoral periprosthetic fracture sustained when the patient fell out of bed. A size 4 ps femoral component and insert were revised to a ts femur and insert with cables. Rep provided pre- and post-op x-rays and a primary implant report and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a femoral periprosthetic fracture sustained when the patient fell out of bed. A size 4 ps femoral component and insert were revised to a ts femur and insert with cables. Rep provided pre- and post-op x-rays and a primary implant report and reported that no further information will be available.